Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was sticking out. Customer's blood glucose was 133 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion and excessive no delivery tests due to loose drive support disk. However, the insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and broken belt clip slot.